Manufacturer narrative:
Lead model 3889-28, serial # (B)(6), implanted: (B)(6) 2011 explanted: unknown programmer model 3037, serial # (B)(4).

Event description:
Additional information received noted: cause of event: probably sciatica. Not related. Abnormal impedance: none. Surgical intervention: none, turned device off for now. Emg done, no nerve s3 damage. Reprogramming, find better lead place. Patient outcome: no injury.

Event description:
It was reported that the patient had bee vomiting since implantation of her neurostimulator system. The patient went to the emergency room where the health care physician determined that the patient had the flu and a bladder infection. It was also reported that the patient had pain on the bottom of her foot and felt stimulation in her foot. Additional information has been requested, but was not available as of the date of this report.